Event description:
The customer reported that lower and higher than expected vitros amon results were obtained from two quality control fluids and a proficiency fluid processed on a vitros 5,1 fs chemistry system. Proficiency sample - 125 vs. Expected 167.8 umol/l; qc fluid 1 - 97.4 vs. Expected 74.5 umol/l; qc fluid 2 - 164.1, 135.9, 163.0 vs. Expected 225.0 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action, should they occur undetected on patient samples. The customer has confirmed that no reported patient amon results had been in question. However, the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that lower and higher than expected vitros amon results were obtained from two quality control fluids and a proficiency fluid processed on a vitros 5,1 fs chemistry system. The most likely assignable cause is instrument related, as a within-run precision test was outside of ocd guidelines, indicating the vitros 5,1 fs chemistry system was not performing as intended. Following service actions, performance was verified by performing precision testing that was within the acceptable guidelines indicating the vitros 5,1 fs chemistry system was performing as intended.